Manufacturer narrative:
The complaint was received as a result of feedback being provided following post market clinical survey. Due to this, no specific product details or batch/lot numbers have been available to the investigation. As a result of this, no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the studies, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. Users of the device are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal. It also provides details of the conditions in which the device should be stored. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. Smith and nephew acknowledge customer concern and are grateful for all feedback on our products, as this information is extremely valuable to us, as we are continually investigating ways to develop and improve the full range of products that we provide. We will continue to monitor for any adverse trends relating to all product ranges.

Event description:
It was reported that, during treatment, the allevyn life dressing left adhesive residues over the granulation tissue of the wound, once it was removed. It is unknown if any complications occurred from this. As this was noticed under a retrospective post market clinical follow up activity, further information is not available.